Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary-(B)(4) analysis found that the device powered up with an error message. (B)(4): the radio frequency head tested out of electrical specification.

Event description:
The programmer and radio frequency head were returned to the manufacturer with no information. They were tested, analyzed and subsequently tested out of specification.